Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a radiation therapy session. Post radiation the device was checked and an observation was noted that said "invalid data". There was no indication of an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.